Event description:
Customer states the use by date on the aviva test strip vial label is 03/31/2011; MFR's batch record confirmed the actual use by date to be 01/31/2011. No adverse event reported. Requested return of product, replacement sent.